Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive. There was a visible crack in the touchscreen glass; however, customer did not know if the unresponsive issues occurred before observing the crack. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.